Manufacturer narrative:
Product ID 3778, lot# v640499018, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type lead; product ID 3778, lot# v648088004, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that after a patient fall, the leads migrated out of the epidural space. It was noted that the device had not been used for over a year. The implantable neurostimulator and leads were explanted. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Final analysis of the device revealed the following: lead ((B)(4)) no anomaly found. Final analysis of the device revealed the following: lead ((B)(4)) no significant anomaly. Distal end by the conductor was cut through. The #0 and #1 electrode sleeves were cut off. Final analysis of the device revealed the following: implantable neurostimulator ((B)(4)) - no anomaly found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.